Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are going to have the implant replaced on the (B)(6) 2024 because she was laying on the couch one day and her back got really hot and there was a puddle of water behind her back. Patient stated the incision did not open up but her back felt like severe burn since early (B)(6) 2024. Additional information was received from patient stating they have replacement handset but doesn't know how to set it up. Patient says they are having implantable neurostimulator (ins) replaced, as reported in original call. Call then dropped. Called patient back at 11:51am but they didn't answer and it says vm has not been set up yet. Later, patient called back for assistance pairing handset to implantable neurostimulator (ins). Agent walked patient through successful pairing and patient confirmed their handset was connected. Patient repeated previously documented information that they are having their implantable neurostimulator (ins) replaced on thursday.